Manufacturer narrative:
Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
After mobile bearing hip surgery, the pain in the groin occurred. This case was presented at the (B)(6) on (B)(6) 2015.